Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the procedure there was a possible type iii fabric endoleak . The cause of the leak is unknown. The stent graft was repaired using a second stent graft to reline it. The patient suffered from hemodynamic collapse by aortic rupture and is currently in the ICU, condition unknown. No additional clinical sequelae were reported. Evaluation of film images taken at implant shows a possible type IV or type iii fabric endoleak at implant. An image shows placement of an aortic cuff just below the bifurcate; overlapping the area of the endoleak. Could not assess if the endoleak was resolved after the cuff was implanted.